Event description:
Hill-rom received a report from the account stating head and foot ran up on its own (self-run.) The beed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found a stuck switch on the pt left caregiver button. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the caregiver board and overlay to resolve the issue. Based on this info, no further action is required.